Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple ophthalmic knives have been blunt during intraocular lens implantation surgeries. Alternate knives were obtained in order to perform the procedures. There was no report of any patient harm. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).